Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. During the customer visit, the cse asked the customer if there were medications the patient was taking. The customer stated that information is unavailable. During the visit however, it was discovered that the patient was vaccinated for (B)(6) on (B)(6), 2016. The customer decided on (B)(6) 2016 to performed (B)(6) to verify because they forgot to perform the test before vaccinating. Customer requested an additional sample on (B)(6), which resulted (B)(6) 9 days after vaccinating. Siemens is investigating the issue.

Event description:
Discordant, falsely (B)(6) surface antigen ((B)(6)) results were obtained on one patient sample on an advia centaur xp instrument. The patient initially resulted (B)(6) and was confirmed (confirmatory testing). A new sample was drawn (ria 4465) and resulted (B)(6), repeated (B)(6), and confirmed as (B)(6) with confirmatory testing. The discordant results were released to the physicians, who questioned them. The customer repeated the original sample and another tube from the same day as the original sample. The original sample resulted (B)(6) , repeated (B)(6) . The other tube was sent to another facility and resulted (B)(6) , repeated (B)(6) and was confirmed (B)(6). A third tube, from the same day as the original sample, was tested in addition to the other tests. The third tube resulted (B)(6), repeated (B)(6) and was confirmed. Results from the second and third tubes were tested using an alternate instrument. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely (B)(6) surface antigen results.